Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: what device was used with this reload? Ple 60 a. Did the device cut? Yes. Did the device staple? No. The analysis results showed that one ecr60t reload was received in good condition, fully loaded with staples, and with the one piece sled advanced; however, it had not been locked out. The returned reload was loaded into a test device for functional testing. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a sleeve gastrectomy procedure the cartridge misfired. No patient consequences reported. One reload will be returning.